Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5. One triclip delivery system (tcds) was successfully implanted in the anterior-septal position. The tr was slightly reduced and a second tcds (20110r3037) was advanced and placed in the posterior-septal position. While establishing final arm angle (efaa) the clip opened to approximately 45 degrees, however it remained stable. Fluoroscopy showed that the clip was also grasped onto the pacemaker lead, therefore the clip was opened and re-positioned. The leaflets were grasped, and the tr reduced to a grade of 3. During efaa the clip opened to approximately 45 degrees again but remained stable. Fluoro still showed that the pacemaker lead ran through the clip; however, the physician decided to close the clip and proceed with deployment. Post deployment the clip opened to approximately 45 degrees after it detached from the cds. The clip remained stable on both leaflets and the procedure was ended with a final tr grade of 4. There was no clinically significant delay in the procedure and no adverse patient effects. The physician suspects that the clip opened due to the pacer lead being caught in the clip. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the information provided, the reported unintended movement associated with clip opening during establish final arm angle (efaa) and clip opening while locked (cowl) appears to be related to patient conditions and due to the pacemaker lead being grasped with the clip, causing the clip to open while locked and during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).